Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high pacing impedances and low amplitudes. Upon review, technical services (ts) stated that the pacing impedances were ranging around 2900 ohms and the one-year trend data for the right ventricular (rv) lead showed a consistently low intrinsic amplitude measurement with an overall range of 2.2 - 19.9mv. There was no undersensing noted and shock impedance measurements were within the normal range. Ts recommended to evaluate the mechanical integrity of rv lead and suggested troubleshooting options. Ts also suggested to consider an x-ray of this ICD system to evaluate for any visible problems or displacement. This ICD remains in service. No adverse patient effects were reported.